Event description:
The ortho summit sample handling sys instrument did not pipette sample or reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B) (4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) found position #9 with sleeve stuck in up position and dried to tip clamp with serum. Fse replaced tip clamp, plunger clamp, and lld contact spring. Fse inspected 2 pole ribbon cable and found kink in cable and replaced. Fse ran functions checks in service software to verify proper operation. Ran splld checking procedure and customer software without issue. The instrument was tested without problem and was returned to expected operation.